Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while passively mapping the right atrial (ra) lead for a desireable sensing location during the implant procedure noise was seen on the right atrial (ra) lead. P-waves and far field r-wave (ffrw) were indistinguishable due to the noise. Connecting the lead to a different adaptor and cable did not rectify the signal. The physician requested a new lead be attempted. The lead was removed. A new lead was implanted and passively mapped in a similar anatomical position and the lead signal was clean and easily sensed. The lead helix on the new lead was then extended and the ra lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.